Manufacturer narrative:
(B)(4).

Event description:
It was reported the guide wire fracture occurred. The target lesion was located in the diagonal artery. A 182cm pt graphix guide wire was used, however, at an unspecified time during the procedure, the guide wire fractured in the artery. The distal portion of the wire stays on the vessel and no surgery was done to retrieve it. They were able to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The unit returned has the distal tip kinked, as part of overall visual revision and the device presents distal tip bent. All the outer diameter (od) were taken and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported via user medwatch mw 5034584 that the tip of the guide wire was fractured in the distal diagonal artery and the detached portion was not flow-limiting.